Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances of greater than 3000 ohms. After the switch, oversensing was observed. In addition, pacemaker mediated tachycardia episodes were also stored. At this time, reprogramming has been performed and the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.